Event description:
It was reported that the patient's internal neurostimulator (ins) was replaced after 9 years. The replacement occurred because the patient developed a urinary tract infection (uti).

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2009, product type extension.